Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat test at 0.08690 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and a21 error test. Unit intermittent button response on the down arrow button. Unable to determine the root cause of the intermittent button response due to pump preservation. Unit had minor scratched display window, cracked battery tube threads, cracked belt clip slot, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
It was reported that the customer passed away in hospice care. The customer was hospitalized on (B)(6) 2016. The cause of death was liver failure. The caller stated that the customer had hepatitis c that may have led to the customer's passing. The customer¿s blood glucose was 124 mg/dl at the time of admission. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing. The customer was in the intensive care unit and unable to use the insulin pump. The customer was not using sensors. The caller agreed to return the insulin pump for analysis. This report is being made for the failure analysis results only. The pump had intermittent button response on the down arrow button. Frn-unk-rsvr.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2018.

Event description:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2018.